Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a spaceoar implant procedure on (B)(6) 2022. A "few" days after, the patient felt there was "something" in his perineum area. He was seen by the physician who placed the spaceoar. A computed tomography (CT) scan was performed on (B)(6) 2022. Magnetic resonance imaging (MRI) was also done, on an unspecified date, after the CT and showed the hydrogel entered the prostate tissue. The patient did not have current symptoms as of (B)(6) 2022. He also had not started radiation treatment.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).